Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was used for a stent placement procedure on a pt. During the procedure, the stent was unable to be deployed as the guide/pull wire was bent out of the rapid exchange channel. As the device was being removed from the pt, the stent detached and fell into the duodenum. The physician did not attempt to retrieve the device as he felt it would exit the pt's body naturally. The procedure was completed with no reported pt complications. The pt was reported to be in good condition at the conclusion of the procedure.